Event description:
Patient presented to the emergency room with symptoms of near syncope and profound lightheadedness. EKG revealed complete heart block at a rate in the 20's for a patient who had a normally functioning pacemaker per phone check approximately one month ago. Representatives were unable to communicate with the pacemaker, and it was deemed sudden failure of the device.